Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event focal collection (nodule) (pt: product distribution issue), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This case was linked to lssmv case number (B)(4), referring to the same patient. This spontaneous report was received from a us health care professional and concerns a female patient. The patients initials and date of birth were unknown. She was injected with radiesse(+), into the mid neck (off label use of device). Batch number and expiry date were unknown. After the radiesse(+) injection, the patient experienced a focal collection (nodule) of the product, in the mid-neck (12 post-injection). The reporter wanted to know if sodium thiosulfate (sts) was diluted or injected straight in small amounts. The outcome of the event was unknown. Follow-up information was received on 22-nov-2022: the linking sentence was added to the top of the narrative. The patients date of birth and weight (65.7 kg) were provided. She was 64 years old. She was injected with a total of 1.5 ml of radiesse(+), in 2021. Radiesse(+) was diluted in a 1:3 ratio (product preparation issue). The patient was previously treated with restylane fillers, sculptra for 15 years and hyper diluted radiesse into her neck, 3 times. The patients medical history included chronic lymphocytic leukemia (reported as concomitant medication). In (B)(6) 2022, recently, one year after the radiesse(+) injection, the patient experienced a nodule in the mid neck. The patient was attempting fluorouracil (5fu), a subcision and decadron with saline. The reporter ordered sodium thiosulfate (sts). No relevant laboratory tests were performed. As reported, the patients outcome and date of resolution were still pending. Due to the provided information, the outcome of the event was considered as not resolved (changed from unknown). In the opinion of the reporter, the event was related to radiesse(+). It was unknown whether the event was permanent and whether treatment was necessary to prevent permanent damage.